Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tubing of a bd saf-t-intima¿ IV catheter safety system was broken, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6118693. Investigation conclusion: no sample or photo was returned for evaluation. We could not confirm or associate the issue to manufacturing process.